Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was deformed and was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation using a faradrive steerable sheath clear the patient experienced st segment elevation and air embolism. No abnormalities were observed when the sheath was prepared. The sheath was inserted, placed in the left atrium, and aspirated after the dilator was removed. No air was seen in the sheath at this time. It was noted that the sheath was not irrigated during the procedure, which goes against the instructions for use for the device. After the catheter was prepared and inserted into the sheath 5-10 ml of air was visible in the sheath shaft as it was first advanced. Aspiration was performed immediately, and the catheter was removed. After the catheter was out of the sheath no more air was visible during aspiration; however, an st segment elevation occurred in the electrocardiogram (ECG). The patient was given heparin and nitroglycerin, and the ECG returned to normal after about five minutes. The catheter was reinserted and air was again immediately visible in the sheath and during aspiration. The catheter was removed, but small bubbles were still visible when it was flushed and aspirated. The procedure was then stopped temporarily to perform coronary angiography, in which air was detected. The air was removed. The ECG normalized again, and the procedure was completed. The patient fully recovered from the complications. The device was returned for analysis. It was further reported that a non-boston scientific cryoablation system was used to complete the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation using a faradrive steerable sheath clear the patient experienced st segment elevation and air embolism. No abnormalities were observed when the sheath was prepared. The sheath was inserted, placed in the left atrium, and aspirated after the dilator was removed. No air was seen in the sheath at this time. It was noted that the sheath was not irrigated during the procedure, which goes against the instructions for use for the device. After the catheter was prepared and inserted into the sheath 5-10 ml of air was visible in the sheath shaft as it was first advanced. Aspiration was performed immediately, and the catheter was removed. After the catheter was out of the sheath no more air was visible during aspiration; however, an st segment elevation occurred in the electrocardiogram (ECG). The patient was given heparin and nitroglycerin, and the ECG returned to normal after about five minutes. The catheter was reinserted and air was again immediately visible in the sheath and during aspiration. The catheter was removed, but small bubbles were still visible when it was flushed and aspirated. The procedure was then stopped temporarily to perform coronary angiography, in which air was detected. The air was removed. The ECG normalized again, and the procedure was completed. The patient fully recovered from the complications. The device is expected to be returned for analysis. It was further reported that a non-boston scientific cryoablation system was used to complete the procedure.